Manufacturer narrative:
Investigation summary bd received samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of issues with the slbcs safety shield with the incident lot was not observed as all samples met the required specifications. Each sample was tested for actuation of the slbcs safety shield and no issues were observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples that were received, the customer¿s indicated failure mode of issues with the slbcs safety shield with the incident lot was not observed. Upon inspection of the customer samples, all samples met the required specifications during functional testing. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A sample or photo was not available for evaluation; therefore, the investigation was limited. A DHR of retained samples from lot # 7d2621 were checked visually and no abnormality such as damage, molding defect, etc. On the safety shields, which could be related to the reported event, was found. Conclusion: since no actual sample was received and no defect was found under the above investigations and the safety shield does not have any place to be caught structurally, it was unable to specify the cause of the reported event. (B)(4).

Event description:
It was reported that the safety was difficult to engage on a 23 g x 0.75 in needle x 12 in tubing bd safety-lok¿ blood collection and infusion set with luer adapter causing a needle stick injury to nurse. Medical intervention.

Manufacturer narrative:
Correction: the date received by manufacturer was reported as 08/04/2001. The actual date received by manufacturer was 08/03/2017. Date received by manufacturer: 08/03/2017.